Event description:
The event involved a customer allegation of a device that does not hold charge unless connected to the power supply. A review of the entire device error log during investigation found n56 (replace battery) and n252 (depleted battery) alarms. The device was powered up and displayed the battery depleted message with battery icon empty. The device was connected to a/c power and a message to keep the device plugged into a/c was displayed. The device passed a self-test on a/c. When a/c power was disconnected, the device displayed a depleted battery message and powered off. The device did not charge the battery. A new battery was installed and change battery option was keyed. The device then passed testing. The probable cause was a combination of a depleted battery and the change battery option not keyed. The complaint was confirmed and was found to be associated with a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.